Event description:
The user's hearing performance is affected after a head trauma occurred in (B)(6) 2022.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. Further, in situ measurements showed three channels with high impedance already before the reported impact due to undetermined reasons. In addition, a complete insertion was not achieved at implantation surgery with two electrodes remaining extra-cochlear. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is not planned at the moment.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. In addition, a complete insertion was not achieved at implantation surgery with two electrodes remaining extra-cochlear. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's hearing performance is affected after a head trauma occurred in (B)(6) 2022. The user was re-implanted.

Event description:
The user's hearing performance is affected after a head trauma occurred in (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. Further, in situ measurements showed three channels with high impedance already before the reported impact due to undetermined reasons. In addition, a complete insertion was not achieved at implantation surgery with two electrodes remaining extra-cochlear. However, to confirm an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
The user's hearing performance is affected after a head trauma occurred in (B)(6) 2022. The user was re-implanted.